Event description:
It was reported that an external fluid leak was observed on one unit of a gambro cartridge during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation and was visually inspected and no defect or damage was observed in the bloodline that could contribute to the reported leakage. Eight retention samples were visually inspection and a leak test was performed and no deviations were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.